Event description:
It was reported the patient underwent a trial lead implant procedure where a lead was placed at the s2 vertebral level. Postoperatively, it was reported the patient was not receiving effective therapy. The physician opted to return the patient to surgery where the lead was removed and another lead was placed at the s3 vertebral level. Following the replacement of the lead, the patient reported receiving effective therapy.